Event description:
It was reported that the user experienced multiple hypoglycemic events in the morning while using the ilet system and contacted support to identify a possible cause; review of available data suggested dawn phenomenon and potential overtreatment of lows, and the user asked about a factory reset, which was not indicated based on observed numbers, with guidance to consult their healthcare provider if pursuing that step. Symptoms included hypoglycemia. Outcomes included troubleshooting and education provided by support. Investigation included case review and assessment of glucose trends and user-reported treatment actions. Investigation of this case revealed no device malfunction, with contributing factors likely related to physiological glucose variability and user overtreatment behaviors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.